Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the battery compartment was overheating. The customer blood glucose level was unknown at the time of incident. Customer stated that the battery cap metal was removed and tried to reattached it to insulin pump and it was hot. Customer also stated battery cap was damaged. Advised customer to place insulin pump in storage mode by removing battery, pressing and holding the back button until the screen turns off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The device was received without the original battery cap. Unable to verify battery cap damage. The device was monitored for several days and no unexpected heating up or hot to the touch noted. The device was received with scratched case, cracked select button keypad overlay, slightly stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window.